Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "the patient('s right knee) was revised due to a metal allergy according to the surgeon. Revision components included were competitor devices, as well as stryker cones. Components removed were the femur, insert, tibial component. No other information available.